Event description:
It was reported the patient stated she had three implantable neurostimulator (ins) and stated all the ins had to be replaced due to normal battery depletion. The patient stated when the ins would be getting to the end of battery life, the stim would change and the one she current had was ¿doing the same thing.¿ the patient fell on (B)(6), and twisted her ankle. Since then, the stimulator had been shocking her. The shocking started the morning of report. The patient called the doctor¿s office, but they were closed. The patient stated the ins was getting to the end of the battery life, and that was why the patient thought it was shocking her. There was a shocking or jolting sensation. The manufacturer's representative was called to the doctor¿s office to see the patient. Impedances revealed that contact #9 was >10,000 ohms. This contact was not being used, and the stimulator was reprogrammed for better coverage in her lower foot and leg. The patient reported better relief with the coverage. The patient stated she was able to turn on and off the ins with the recharger. Later, the patient reported that they did not have any concerns with their device or therapy. The patient had received assistance from the doctor or manufacturer's representative and their concerns were resolved. The patient listed an appointment date of (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. There was an appointment date noted for (B)(6) 2015.